Event description:
It was reported that the implantable cardiac monitor demonstrated false asystole episodes due to loss of contact that was possibly caused by the patient's sleeping position. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.